Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4) correction to the following statement in the initial MDR: dexcom was made aware on 01/10/2019, that on (B)(6)2019, an adverse event occurred.

Event description:
Dexcom was made aware on 01/10/2019, that on (B)(6)2018, an adverse event occurred.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event occurred. The patient stated they passed out due to having low blood sugar and was revived by her husband by providing her with glucose gel. She stated she could not recall what occurred prior to passing out; however, she alleged that the dexcom system was at fault. It is unclear of what the allegation was. At the time of contact, the patient was doing good. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.